Event description:
The customer stated that he tested his blood glucose using his contour meter and a one touch ultra meter. The contour read 450 mg/dl, while the one touch read 148 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation, and replacement products have been sent to the customer.